Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 visual evaluation of the provided photo found a hair-like debris on the device. The packaging was previously opened, and therefore, the source of the debris cannot be confirmed. This complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product has been opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dual mobility bearing was opened on to the sterile field. Once the scrub tech opened sterile packing, she noticed a hair on the inside and on the bearing itself. The product was thus contaminated, and a second bearing was required to be opened. There was no consequences or impact to the patient.